Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08645 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parents that the customer experienced low blood glucose on (B)(6) 2020 with blood glucose of 40 mg/dl at the time of the incident. The customer used food to treat. The callers did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The callers alleged insulin over delivery. Troubleshooting was completed but did not resolve the issue. The customer had received some shots on the date of the incident. The insulin pump will be returned for analysis.